Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 40 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that a static display could occur due to a large variance in measured pressures affecting the insulin remaining calculation. They explained that the estimate would begin to count down as normal once actual insulin levels matched the static display. The caller understood and acknowledged this information.